Manufacturer narrative:
Customer declined service and therefore the stretcher was not made available for evaluation. Customer stated that they will be replacing this older model stretcher with a new stretcher. Stryker wheeled stretcher serial no: (B)(4) was manufactured in june 2004. A review of the device history record (DHR) found no nonconformance that could cause or contribute to the reported issue. Customer declined service.

Event description:
It was reported that at the end of an (hbot) hyperbaric oxygen therapy treatment as the patient was being removed from the chamber the headrest on the stretcher collapsed on top of the nurses hand. The nurse received first aid treatment for a slight cut on the thumb and is reportedly doing well.